Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. Two weeks ago, the user was watching tv without the processor on. He began hearing a low rumbling sound; he explained the sound as a humming/whirring sound that a machine would make if rotating. He immediately went to put the processor on his head and the sound was very loud and headache inducing. The headache went away after a few minutes of removing the processor. The user did not wear the processor again until last week. At this time, he saw his aud who turned everything down until it was at a level he could tolerate. The user has been wearing it like this for the last week but perceives no benefit with the processor turned to this level.

Manufacturer narrative:
Conclusion: device investigation confirmed that stimulator electronics is working according to specifications. However, a reduced electrical impedance between coil and eap/rg (evoked action potentials/ remote ground) electrode was discovered during investigation, which very likely caused the reported issues. This is a final report.

Event description:
Two weeks ago (end of (B)(6) 2023), the user was watching tv without the processor on. He began hearing a low rumbling sound; he explained the sound as a humming/whirring sound that a machine would make if rotating. He immediately went to put the processor on his head and the sound was very loud and headache inducing. The headache went away after a few minutes of removing the processor. The user did not wear the processor again until last week. At this time, he saw his aud who turned everything down until it was at a level he could tolerate. The user has been wearing it like this for the last week but perceives no benefit with the processor turned to this level. The user was re-implanted.